Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy defibrillator (crt-d) device presenting electrogram (egm) due to concerns of high out of range pacing and shock impedances on the left ventricular (lv) and right ventricular (rv) leads. Upon review, ts determined that the lv lead pacing impedances were gradually increasing, however remained within normal limits (wnl). Further review showed that the rv lead shock impedances were also gradually increasing and were noted to be high out of range measuring greater than 125 ohms. Ts discussed possible causes with the hcp and recommended for the patient to be scheduled for an in person visit for further lead evaluation and testing. At this time, this rv lead and lv lead remain in service. No adverse patient effects were reported.